Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: service technician was able to duplicate the reported issue. Visual inspection reveals pin 4 was burned and pin 5 was slightly bent. The suspect component was scrapped and a replacement was sent to the customer to resolve their reported issue.

Event description:
The customer reported complaint that ac adapter will not turn on the ventilator. An alternate power supply powered the ventilator. No issues reported with the revel ventilators.